Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen (concentration unknown) at 100 mcg/day, indicated for intractable spasticity. It was reported that the patient thinks her pump is up way too high and she is being overdosed. The patient reported that she¿s currently unable to sit up straight/upright; she was in a restroom and couldn¿t move, and she has to have someone hold her back up. It was reported that the event date was ¿about 4 days ago¿ in (B)(6) 2018 (approximately (B)(6) 2018). It was noted that she had her pump adjusted about 2 weeks ago and they went up too high. The patient had called her healthcare provider (hcp) about 4 hours ago but had not heard anything back. It was confirmed that she was not hearing any alarming coming from the pump. No interventions were mentioned. The patient wanted to know if a manufacturer¿s representative was close by and could help her. Patient services reviewed the role of the rep and reviewed that the patient will want to continue working through the hcp¿s office. No further complications were reported.